Event description:
Pt had an over infusion event of toradol. It was ordered that pt received 16.7 ml/hr of toradol over 6 hours (total dose of 15mg in 100ml). Pt did not sustain harm from event. FDA safety report ID# (B)(4).